Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was exhibiting over-sensing noise that was causing pacing inhibition. On (B)(6) 2023 the right ventricular lead was capped, and new lead was implanted. The patient was in stable condition.